Manufacturer narrative:
Section d4 and h4: additional information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient noted onset of diarrhea and had 8 to 10 episodes of non-bloody bowel movements followed by 3 episodes of bright red blood per rectum (brbpr) at home. The patient denies hematemesis, abdominal pain, fevers and chills. Given bleeding, the patient presented to the emergency department (ed). Gastrointestinal (gi) consulted due to brbpr in the setting of recent polyp removal. A colonoscopy was performed on (B)(6) 2020 with visualization of ulceration/mucosal defect at prior polypectomy site with no active bleeding but signs of recent bleeding. Status post clip placement times 3. The patient required 4 units of packed red blood cells (prbcs) transfusion total during admission. The patient was restarted on warfarin and no further bleeding. Hemoglobin (hgb) and hematocrit (hct) stable on discharge. Type of treatment included hospitalization, changes to medication and blood transfusion. Reported to have resolved without sequelae with a stop date of (B)(6) 2020. No additional information provided.